Event description:
It was reported that revision surgery was performed. The patient complained of pain in the groin starting approximately eight months ago. During revision, the head was found to be broken at the neck. The acetabular cup was well-fixed and was not revised.